Event description:
Friday, (B)(6) 2011, I received synvisc hylan g-f 20 -lot #y1018, exp. 2013 (B)(6) 2ml injections bilaterally into my knees. Approximately 2 hours later, both my knees suddenly stiffened and I began to experience very sharp, sudden pains in both knee caps. I could barely support my own weight, and only shuffle along. I was grocery shopping and had to return home. Upon arriving home, I could not negotiate the stairs up to my apartment; but, had to sit on my bottom and pull myself up the stairs with my hands/arms. Going to the bathroom was a challenge as I could not bend my knees to sit down. I had brace my hands on the wall and sink and lower myself onto the toilet by sliding my legs straight out. Saturday, (B)(6) 2011 I woke with flu-like symptoms. I was confined to bed as it was too painful to support my own weight. Could not negotiate the toilet in a normal manner, as noted above. Sunday, (B)(6) 2011, I woke again with flu-like symptoms, and cysts had formed in sweat glands under my arms and breasts. My body began expressing a liquid substance out via the cysts. I still could not support my own weight. Monday, (B)(6) 2011 - I could "shuffle" along slowly with straight legs, and with very sharp, sudden pains in both knees. Everyone that saw me said, "you look awful, what happened!" Tuesday, (B)(6) - could not walk with a normal gait, but only shuffle slowly. Could not negotiate stairs, up or down. The flu-like symptoms persisted for approximately 2 weeks. The cysts took 3 weeks and 4 days to resolve, and there is still some residual areas on my skin today. It is almost 4 full weeks since receiving synvisc bilaterally and my knees are stiffer (less flexible) and more painful than before receiving synvisc.